Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported lead damage could not be conclusively determined. (B)(4).

Event description:
During a follow-up, lead damage was suspected but not confirmed. The patient will continued to be monitored using merlin.net. The patient is in good condition.